Event description:
Pt was receiving chemotherapy by pca pump. Pt complained of pain on and off through shift. Family noticed leaking at tubing/syringe connection. Tubing was changed and leak continued. Tubing was changed again; no leaking then. Small pool of ms04 found on floor under the pca. Tubing was not saved. The same pt was receiving IV meds on another day. When nurse changed pca tubing and syringe, she had to change tubing 3 times before finding tubing that did not leak. She also changed the syringe twice because of possible syringe leak. Tubing was saved for testing.

Event description:
Pt was receiving IV meds through a baxter pca pump. Medicine was leaking around the "hub" site. Nurse changed tubing and problem stopped. Tubing was saved for testing. Event date 11/23/99 and 12/3/99.